Event description:
Nurse exam: patient exhibited clinical signs/symptoms of deteriorating respiratory status. Nurse noted that pulse was half-way in the socket and oximeter power was off. Oximeter was then plugged in, and displayed saturations which were considered accurate. The nurse assumes oximeter plug had beeen inadvertently dislodged and internal battery ran down. This has not been confirmed. The respiratory care biomedical electronics tech states the battery life is one hour and there is a light on the oximeter which indicates battery in usedevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown, battery/pack. Conclusion: user error contributed to event, none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.